Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for low pacing impedance. As well, the lead had chronically rising thresholds. The impedance alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.